Manufacturer narrative:
Previously stated the lens remains implanted. The current lens has been exchanged for a longer, similar diopter lens on (B)(6) 2017. The problem is resolved. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found a tear in the lens optic and piece of haptic missing from the lens. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Work order search: no similar complaint types reported for units within the same lot. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, diopter -11.5/+2/107 implantable collamer lens (icl), into the patient's right eye (od) on (B)(6) 2016. The patient began to experience low vault, glares/haloes, decentralization, and "funny vision." The lens was repositioned.to date, the lens remains implanted.